Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2017, the patient underwent a mitraclip procedure to treat degenerative mitral regurgitation (mr) of grade 4. There was a pre-existing flail in the medial leaflet. One clip was implanted and the mr was reduced to grade <1. On (B)(6) 2017, the patient presented with increasing heart failure symptoms, including shortness of breath. A transesophageal echocardiogram (tee) was performed and noted that the clip had detached from the posterior leaflet, remaining attached to the anterior leaflet. The mr had increased to grade 4 and a tear was noted in the posterior leaflet. A second procedure was performed on (B)(6) 2017. Two clips were implanted and the mr grade was reduced to moderate (grade 2). The patient was in stable condition post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of worsening mitral regurgitation (mr), dyspnea, heart failure and mitral valve tissue damage as listed in the mitraclip nt system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The patient effects of tissue damage and mr appear to be a result of the slda, and the heart failure and dyspnea are cascading effects of mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.